Event description:
It was observed during the device evaluation that the gastrointestinal videoscope displayed an e216 (scope communication error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. A root cause could not be identified. Based on the results of the investigation, water ingress marks were confirmed on the scope connector. Therefore, it is possible that the electronic components of the scope connector were damaged, leading to the occurrence of this incident. The cause of the water ingress could be water entering through the vent cap (such as water droplets adhering to the cap or cap removal/installation while submerged), but this cannot be definitively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.